Event description:
It was reported that a spectrum iq pump failed flow rate accuracy test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device failed flow rate accuracy test as customer initially stated. The device was tested and failed with an 11.58% error. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the mechanical door damaged at lower valve pressure plate. The mechanical door requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.